Event description:
I had the essure procedure done in 2006 and I have been experiencing bad side effects. Headaches, stomach cramping and bloating and weight gain. I am very concerned about this product still inside me. I did not have any follow up care. I had the procedure done through (B)(6) after I had an abortion and was on depo prevera birth control shot for a few years. I wanted a permanent birth control and I was told about essure and (B)(6) basically paid for it. The only stipulation was that I was to never be examined by (B)(6) again. No one really explained to me about follow up care or anything. Please help me. FDA safety report ID #:(B)(4).